Manufacturer narrative:
Complaint statement (B)(4): no samples were received for evaluation. No material numbers were provided by the customer. No batch numbers were provided by the customer. No further information or clarification was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. The complaint cannot be determined. We forwarded the complaint to our supplier for their information.

Event description:
Customer advised of needle stick injury with safety blood collection set. They do not have any lot numbers on the reported needle sticks. Staff do not save the package when this occurs currently. Nor do they have the exact number of needle sticks which were using greiner's needles. There have been no life threatening evens from these needle sticks.